Manufacturer narrative:
A review of the mfg records indicated that all device specifications and quality requirements were satisfied. A visual examination of the device confirmed a cuff on the lumen in the correct location, 5cm from the hub. There is evidence of blood and tissue in-grown. A fine film coated the entire length of the catheter lumen. The catheter was insitu 43 days and had been sutured for 2-3 weeks. No fixation device was used following suture removal. We are unable to determine the cause or factors that may have contributed to this event. Each pt has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, pt hematology, and concurrent drug therapy. The instructions for use contain the following: "catheter must be secured/sutured for entire duration of implantation."

Event description:
It was reported that the catheter fell out during hemodialysis. The catheter had been insitu for 43 days. It had been sutured for 2-3 weeks. No fixation device was used following suture removal.